Manufacturer narrative:
A4: patient weight was requested but not provided manufacturer¿s investigation conclusion: suspected thrombus was unable to be confirmed as no images and log files were submitted. A specific cause for report of elevated lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation, and a direct correlation with heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Section 1 of the IFU, lists device thrombosis and hemolysis as adverse events that may be associated with the use of heartmate ii lvas. Section 6 of the IFU, lists thromboembolism as a potential late postimplant complication. This section also outlines indications of pump thrombosis as well as how to respond to such events. Additionally, this section provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
A medwatch form was received and further reported that the patient was originally admitted on (B)(6) 2024 with a gastrointestinal bleed and a supratherapeutic international normalized ratio (inr) of 4.8, when their goal range was set to be between 2-3. The patient's inr was said to have been approximately between 1.6-3.5 over the last 3 month prior to the event. Patient's lactate dehydrogenase, on admission was (baseline ldh 2 00-500) and their plasma free hemoglobin was at 76 (baseline 12 -46). Their asparte aminotransferase was only slightly elevated with alanine aminotransferase and their t- bilirubin was within normal limits. There were also low flows of 3.6 with intermittent low flow alarms dating back to (B)(6) 2024. The powers seemed to be elevated to 7-8 range. It was also noted that patient was taking aspirin intermittently due to gastrointestinal bleed. Urinalysis with 1+ blood. On (B)(6) 2025 it was observed that the aortic valve opened with every beat. Computed topography scan of the chest noted biodebris within the bend relief.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section a4: information was requested but not provided. Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had thrombus in their heartmate ii as evidenced by elevated lactate dehydrogenase and plasma free hemoglobin. Patient had no active alarms. Heartmate ii to heartmate 3 pump exchange was completed on (B)(6)2024.